Event description:
On (B)(6) 2012, the lay-user/patient and her mother contacted animas (anm) alleging that the pump was not delivering insulin correctly. They claimed that the pump was not delivering basal insulin. The patient indicated that for the previous 24 hours, her blood glucose (bg) levels had been as high as "460 mg/dl" with moderate to large ketones. She also reportedly had mild nausea. At 10:30 pm the previous night, the patient reportedly had a bg level of "196 mg/dl". Through the night, the patient reportedly obtained the following bg readings: "260 mg/dl (1:30 am), 300 mg/dl (3:00 am), 384 mg/dl (4:00 am), and 436 mg/dl" (unspecified time). The patient claimed that her bg's began to rise after changing her site and infusion set. At the time of contact with anm, the patient's bg level was at "196 mg/dl." She had moderate ketones. Due to the alleged issue, the patient claimed that her health care provider (hcp) demanded for the pump to be replaced. Through troubleshooting, the pump's tdd was noted as being accurate for the previous 24 hours. All boluses were verified in the pump's history. No suspends or temp basals were observed. No associated alarms were noted in the pump's alarm history. The bolus history was confirmed and all boluses were completed. A review of the pump's prime history showed that a prime of 4.9 units was completed at 10:56 am that day. The next recorded prime was 7.8 units at 7:14 pm on (B)(6) 2012. The patient insisted, however, that she performed a set change within the previous night before her bg levels began to elevate. No insertion issues were noted with troubleshooting. The cannula was not bent. The patient did not having the need to seek or receive medical intervention because of the alleged issue. The anm representative involved in this contact noted that the pump was working appropriately. However, the pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level with ketones. However, at this time, it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.